Manufacturer narrative:
Upon part return, visual inspection showed that aluminum particles were trapped in the thread of the jammed tightening screw of the leksell frame adaptor. This particle comes from the leksell frame adaptor. The screw is in stainless steel whereas the threaded part of the leksell frame adaptor is in aluminum. The friction efforts between the thread of the screw and the aluminium may lead to the creation aluminum particles. The addition of grease in the part could reduce the creation of such particles. A review of the mechanical drawing indicated that there is no greasing specification. A design defect was opened to determine if further action are required in relation to this issue. The leksell frame adaptor was replaced for repair purposes.

Event description:
During the maintenance the field service engineer found that the screw to fix the leksell frame holder on the support arm is stuck in the holder. It is impossible to unscrew the holder and also impossible to fix the holder again, that it could be used for surgery.